Event description:
The customer reported that during a 12 lead test, the device displayed an incorrect reading. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.